Event description:
It was reported that pump experienced malfunction, but no information was available about customer¿s blood glucose level or any related symptoms. There was no reported impact to the customer¿s blood glucose level. Distributor later powered on returned pump and observed repeated malfunction alerts, after which customer was provided replacement pump while original pump was scheduled to be returned for further evaluation.